Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during an unknown procedure, the device was inserted into thorax. Rarely used it. And it was broken when removed. No fragments remained in patient, patient is well. It is unknown how the procedure was completed. There were no adverse consequences for the patient.